Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available at the time of the initial esubmission and for ¿device evaluated by manufacturer¿ was mismarked showing that the device was returned. Device manufacture date was unknown because the lot number was never provided. The device was not returned for analysis and the lot number is not known; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) had a leak which occurred on the homechoice (hc) during drain five of five; the hp was not connected. The caregiver (cg) stated she stopped therapy and disconnected the hp in drain five of five when she observed the leak near the top of the patient line. The cg could not see the source of the leak. The technical service representative (tsr) instructed the cg to cycle the power and then press go and remove the cassette. There was no patient injury or adverse event associated with this report. No additional information is available.